Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the suture was separated when the plunger of the prostyle device was removed. The device was removed and the knot was noted to be untied. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.